Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Consumer reported 1 false positive sars result for their daughter. It is unknown if the daughter was symptomatic the consumer communicated the result was confirmed negative by molecular (pcr testing).